Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed high ventricular rates and noise reversions due to noise from lead integrity issues on the right ventricular lead. Programming changes were made. The patient was in stable condition.